Event description:
It was reported that the customer was hospitalized for three days due to high blood glucose. The blood glucose reading was more than 600mg/dl. Troubleshooting was performed. It was stated that the insulin pump alarmed after changing the battery. Reviewed the settings and found that there was no bolus in the history for the past two days. Ran a 0.2 units and the bolus registered in the history. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.